Event description:
Consumer stated that her bed was not working, dealer allegedly found burn mark on pendant. No injury alleged.

Manufacturer narrative:
(B)(4). Model 5310ivc, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.